Event description:
The endo gia handpiece was used for laparoscopic liver resection. It fired one load with no issue. When trying to unload second load, the load would not straighten. Load needs to be straight in order to take the used load off. Scrub stated she had to "rip off" used load. A new hand piece was opened up for the duration of the case.